Manufacturer narrative:
An evaluation for the returned device was complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the missing spike port cap. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned 3000ml exactamix eva tpn bag, it was reported that the device was returned with a missing spike port cap. There was no patient involvement. No additional information is available.